Event description:
During a remote follow-up, noise that resulted in over-sensing and pacing inhibition was observed on the right ventricular (rv) lead on a pacemaker dependent patient. The suspected cause of the event was due to lead damage, although not confirmed. No intervention has been performed, although a lead replacement is anticipated. The patient is stable and will continue to be monitored.